Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the varus valgus on the distal femoral guide was no longer matching with a number.

Manufacturer narrative:
Product complaint #:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary ==> it was reported that the varus valgus on the distal femoral guide was no longer matching with a number. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found normal signs of worn on the device, additionally the hirth teeth does not present any visual defects, no other defects were observed. A functional evaluation was performed and the outrig and the align gd assembly were able to line up and staying well fitted to the desire measurement with no difficulties. Since the device does not present nothing indicative of a device nonconformance and the device show signs that it has been previously use before the incorrect measurement allegation was not able to be confirmed. The attune¿ knee system intuition¿ instruments surgical technique can be reviewed for recommendations and annotations for its use. The overall complaint was not confirmed as the observed condition of the attune distal femoral jig would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3